Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. There were some untreated episodes due to the same noise. The sensing polarity at the time of the shock was set to the secondary sensing vector. Technical services discussed some testing to do for noise. The sensing polarity has now been reprogrammed to the alternate sensing vector. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to t-wave oversensing due to a change in the intrinsic morphology. The smart pass feature had programmed itself off due to low intrinsic amplitudes. The sensing vector was programmed to the alternate sensing vector at the time of the shock. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. There were some untreated episodes due to the same noise. The sensing polarity at the time of the shock was set to the secondary sensing vector. Technical services discussed some testing to do for noise. The sensing polarity has now been reprogrammed to the alternate sensing vector. There were no additional adverse patient effects. The system remains implanted.